Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the air/water nozzles missing. Based on the result, we concluded that it was caused due to the excessive force applied on the air/water nozzles. In addition, we confirmed that the insertion flexible tube (ift) buckled, the root brace rubber flexible tube cut, and the u/d and r/l pulley wires worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.